Event description:
It was reported that there were inappropriate therapies due to atrial fibrillation with rapid ventricular response. The patient was stable at the time of interrogation. The device was replaced on (B)(6) 2017. Patient was stable post replacement procedure.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found.